Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Medical products: versa-dial glenosphere standard 36 mm [115310; lot 247930]; central screw 6.5 mm 3.5 hex 30 mm length [115396; lot 492050]; fixed locking screw 4.75 mm 3.5 hex 30 mm length [180553; lot 642760]; fixed locking screw 4.75 mm 3.5 hex 35 mm length [180554; lot 135720]; e1 retentive +3 mm humeral bearing 44 ¿ 36 mm [ep-115395; lot 253370]; comprehensive mini baseplate and taper adaptor 25 mm [010000589; lot 082010]; fixed locking screw [180550; lot 808750]; fixed locking screw [180550; lot 084440]. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05106 , 0001825034 - 2018 - 05107 , 0001825034 - 2018 - 05164 not returned to manufacturer.

Event description:
It was reported the patient underwent a possible closed reduction procedure of a reverse total shoulder arthroplasty approximately one (1) month post-operatively due to dislocation. Subsequently, the patient underwent a revision procedure approximately two (2) months post-operatively due to humeral stem subsidence/migration. Patient also had comminuted humeral bone that was removed. A larger humeral tray and bearing were also implanted.